Event description:
It was reported that during follow-up, post-paced t wave oversensing was observed. Patient was asymptomatic. Physician elected not to make any programming changes at this time, and the patient will be monitored.

Manufacturer narrative:
.